Event description:
It was reported that a user of the iLet Bionic Pancreas experienced a low blood glucose episode, with a lowest CGM reading of 53 mg/dL lasting about 20 minutes, after going to bed with snacks and without meal announcements; the event occurred while using a Dexcom G7 and was treated with oral glucose in the form of 16 oz Snapple juice (approximately 48 g carbohydrates). Symptoms included hypoglycemia with headache, sweating, and shaking. Outcomes included use of medication to treat the event and classification as a serious injury or illness. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified, specifically improper or incorrect procedure related to the user interface through missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.